Event description:
The facility reported to a pump with an unk battery problem. It is unk when this battery problem occurred. There was no patient injury or medical intervention necessary according to the hospital rep. No add¿l info is available.

Manufacturer narrative:
Eval summary: the reported condition of the unk battery problem identified during product eval was confirmed. Inspection of the device found the pump¿s main batteries to be depleted. The batteries are considered potentially damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under (B)(6).